Manufacturer narrative:
Temporary pacemakers (pm) are inserted in all patients undergoing aortic valve replacement. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge.

Event description:
Edwards received additional information that the patient had temporary ventricular pacing wires implanted and tee post-valve implantation revealed no perivalvular leak, central leak, excellent gradients ( 4 mmhg mean), normal lv function, and normal rv function. There were no complications and the patient was transferred to the cvicu in stable condition. This (B)(6)-year-old male's post-operative course had expected hemodynamic changes to include fluid overload, anemia, and thrombocytopenia. All were improving at the time of discharge. The patient had some post-operative atrial fibrillation which was treated with p.r.n. Metoprolol and resolved without further episodes.

Manufacturer narrative:
Additional manufacturer narrative the device history record review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that one (1) day post-implantation of this 25mm bioprosthetic aortic heart valve, the patient experienced heart block requiring placement of a pacemaker. No additional details were provided.